Manufacturer narrative:
This report is submitted on november 1, 2022.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2014, in order to re-position the device due to poor positioning.